Event description:
During the cataract procedure the pt experienced a wound burn. Add'l info from surgeon: the irrigation was fine and the equipment was checked out. There was no heat from the hand piece, and no indication anything was wrong until whitening of the cornea at the wound. There was no smell. Pt outcome: the pt responded suture. The only consequence was cornea edema. There is a good chance of recovery which may take a few weeks.

Manufacturer narrative:
Evaluation completed. One bl3170 hand piece was returned. Visual inspection found the transducer horn dented and marred. The nose is also marred. A functional test was performed using a stellaris system. The hand piece ultrasound power was engaged at 100% power for 2 full minutes without irrigation or aspiration hooked up. The hand piece calibrated, primed and functioned as required. The hand piece did not become hot to the touch. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2.